Manufacturer narrative:
(B)(4). D10: cat#: 110010246, lot#: 65095421 g7 osseoti 4 hole shell 56mm f. Cat#: 00786401420, lot#: 63186646r femoral stem press-fit collarless. Cat#: 00877503602, lot#: 3077127 bioloxâ® delta, ceramic femoral head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately four and a half years post-implantation, the patient underwent a hip revision due to a broken liner. The patient first noticed an issue while doing leg presses in the gym. Attempts have been made and no further information has been provided.